Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation: the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 398392. The file sample evaluation for lot 398392 met the acceptance and validity criteria that was established for the amp kit and received a disposition of passed. Customer data review: customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 398392 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 398392 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 398392 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 398392. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 398392 was not identified.

Event description:
The customer reported a false detected result for the flu b target on the alinity m resp-4-plex amp kit. Sid (sample ID) (B)(6) tested on (B)(6) 2024 as positive for both flu a and flu b targets. When the sample was retested the following day on (B)(6) 2024 under sid (B)(6), a positive result for flu a only was obtained. The false detected result was not reported outside of the laboratory, only the result for flu a was reported. There was no impact to patient management.